Event description:
High thresholds were reported via home monitoring. The patient was brought into clinic where high thresholds were confirmed as well as phrenic stimulation at high outputs. An echo was performed and the physician determined there was a micro perforation with no hemodynamic effects on patient. The patient had a lead revision on (B)(6) 2022 where the same lead was used and repositioned. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.